Event description:
The patent ductus arteriosus measured 8-16mm and a 12/10mm amplatzer duct occluder (ado) was selected for implant. Upon release, the ado embolized into the left pulmonary artery. It was percutaneously retrieved using a bioptome and snare. A 16mm amplatzer septal occluder was successfully implanted.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the ado was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.